Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to reinove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 22-year-old female patient who had essure (batch no. A33565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and fibromyalgia. Previously administered products included for birth control: pills from 2008 to 2010 and depo-provera from 2007 to 2008; for an unreported indication: nuvaring in 2010. Concurrent conditions included post coital bleeding and breast tenderness (left). Concomitant products included carbamazepine since 2008, celecoxib (celexa) since 2008, clozapine since 2008, haloperidol (haldol) since 2008, ibuprofen and quetiapine fumarate (seroquel) since 2008. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: utis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal), type: yeast infections") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal), type: bacterial vaginosis"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss (specify which one)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2013, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and tooth disorder ("dental problems"). In (B)(6) 2013, the patient was found to have neoplasm ("tumor / teratoma / cancer type: left thigh tumor"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurry vision") and vitreous floaters ("vision/eye problems type: eye floaters"). In 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, bacterial vaginosis, depression, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, palpitations, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, neoplasm, vaginal discharge, vision blurred, vitreous floaters, fatigue, weight increased, irritable bowel syndrome and alopecia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, neoplasm, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016- she performed appendectomy, colonoscopy, endoscopy surgery. Current weight 145 lbs. Insertion details- essure coils remaining on right tube, 3 essure coils remaining on left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:vaginal bleeding, abdominal pain, back pain". Most recent follow-up information incorporated above includes: on 16-jul-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- back pain, abdominal pain, hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), utis, yeast infections, bacterial vaginosis, depression, bladder problems, urinary tract disorder, migraines, headaches, endometriosis, palpitations, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), left thigh tumor, vaginal discharge, blurry vision, eye floaters, fatigue, weight gain, ibs, hair loss. Reporter information, medical history, concomitant drug, events onset date, lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 22-year-old female patient who had essure (batch no. A33565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and fibromyalgia. Previously administered products included for birth control: pills from 2008 to 2010 and depo-provera from 2007 to 2008; for an unreported indication: nuvaring in 2010. Concurrent conditions included post coital bleeding and breast tenderness (left). Concomitant products included carbamazepine since 2008, celecoxib (celexa) since 2008, clozapine since 2008, haloperidol (haldol) since 2008, ibuprofen and quetiapine fumarate (seroquel) since 2008. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: utis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal), type: yeast infections"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal), type: bacterial vaginosis") and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss (specify which one)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2013, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and tooth disorder ("dental problems"). In (B)(6) 2013, the patient was found to have neoplasm ("tumor / teratoma / cancer type: left thigh tumor"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurry vision") and vitreous floaters ("vision/eye problems type: eye floaters"). In 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, bacterial vaginosis, depression, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, hot flush, palpitations, nausea, tooth disorder, neoplasm, vaginal discharge, vision blurred, vitreous floaters, fatigue, weight increased, irritable bowel syndrome and alopecia had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, neoplasm, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016- she performed appendectomy, colonoscopy, endoscopy surgery. Current weight 145 lbs. Insertion details- essure coils remaining on right tube, 3 essure coils remaining on left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:vaginal bleeding, abdominal pain, back pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.